Manufacturer narrative:
Correction: h6 and b5. Investigation summary: with all the available information, boston scientific concludes the reported event was not confirmed. Additionally, based on photos provided by the customer it appears that the balloon was deflated and with a large hole rolled inward and the balloon was discolored must likely with methylene blue. A labeling review was performed and found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The patient reported blue color urine, and the balloon was returned colored most likely with methylene blue. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. All compiled information on this investigation determines that the most probable cause is known inherent risk of device. Block h6: device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopy procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2024, without complications. On (B)(6) 2025, the patient reported having blue colored urine. The physician performed an endoscopy procedure where the orbera365 intragastric balloon system was found deflated with loss of fluid. During the endoscopy procedure the balloon was punctured to remove the remaining fluid and the balloon was removed without complications. The patient's condition following the procedure was reported to be stable and there was no additional patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. Correction: the patient report loss of satiety.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2024, without complications. On (B)(6) 2025, the patient reported having blue colored urine. The physician performed an endoscopy procedure where the orbera365 intragastric balloon system was found deflated with loss of fluid. During the endoscopy procedure the balloon was punctured to remove the remaining fluid and the balloon was removed without complications. The patient's condition following the procedure was reported to be stable and there was no additional patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopy procedure.